Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coseal did not dissolve properly as white granules were floating in the suspension. This was before use of the device. The device was set aside, and the particles were later observed to have dissolved. There was no patient involvement. No additional information is available.